Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2024-72326. It was reported that the patient presented for in-clinic follow up with phrenic nerve stimulation. Further evaluation found that both the left ventricular (lv) and right atrial (ra) leads were dislodged. The patient was scheduled for lead revision and both the leads were explanted on (B)(6) 2024. The patient tolerated the procedure well and was in stable condition.